Event description:
Healthcare professional reported, right side removal with no complaint. Healthcare professional, later reported, "lymph node enlargement in both sides of the fluid". And "external appearance of the prosthesis in both breasts is not smooth and shows chubby". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Additional observations: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side removal with no complaint. Healthcare professional later reported "lymph node enlargement in both sides of the fluid¿ and ¿external appearance of the prosthesis in both breasts is not smooth and shows chubby." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Only device photos were received. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma-late, visibility/palpability.

Event description:
Healthcare professional reported right side removal with no complaint. Healthcare professional later reported "lymph node enlargement in both sides of the fluid¿ and ¿external appearance of the prosthesis in both breasts is not smooth and shows chubby." Device has been explanted and replaced with non-allergan device.